Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent loss of connection issues occurred between multiple transmitters and the pump. As the customer did not complete the troubleshooting, tandem technical support was unable to determine a possible cause of the reported difficulty. No additional patient or event information was available.